Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced intermittent diaphragmatic stimulation. A transthoracic echocardiogram revealed a small perforation. The right ventricular lead was explanted and replaced. The patient was observed in the hospital overnight and discharged the next day.